Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery, the unit had a calibration error upon power up. When calibration was attempted at 475-mmhg, the main transducer read only 460-mmhg. The 475-mmhg pressure was not accepted and the 475 was red. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device displayed a calibration error when powered on. The pcb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Event description:
It was reported that during an unknown time, the unit had a calibration error upon power up. When calibration was attempted at 475-mmhg, the main transducer read only 460-mmhg. The 475-mmhg pressure was not accepted and the 475 was red. There was no note of patient impact or surgical delay. Due diligence is in process, no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: united kingdom.